Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon insertion of the intraocular lens (iol) in patient's left eye, a surgeon noted a defect on the iol. The iol was removed and the back up iol was used. There was patient contact. The iol defect was described as a semicircular 1-2mm crack in the central optic. The iol was elevated from the bag with the second instrument and was cut with micro-holding forceps (mst) scissors into 3 pieces and removed through the main wound. There was no sutures, vitrectomy or incision enlargement. No post op injury occurrence. Patient outcome was satisfactory. The product was cut into 3 pieces then disposed of. No other information was provided.